Event description:
It was reported to globus that a pt has a broken revere rod on the right hand side, just above the s1 screw. No revision surgery is planned as pt is not experiencing any pain in the area.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the description of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Since the part has not been removed from the pt, we are unable to ascertain the exact cause of the break. According to the revere system indications, rods are only provided for temporary fixation and should be removed once fusion is achieved. The pt's activity level, rate of fusion, and potential precipitating events were not reported, nor were any radiographs provided. The validity of this failure is undetermined. Unable to determine date of MFR without lot number.